Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 253 mg/dl after the ilet was previously in dosing stopped status for approximately a day and a half due to delayed supply change, during which time the user administered fast-acting insulin injections and then reconnected to the ilet, tested tubing, resumed insulin delivery, and correctly announced a meal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included return toward target glucose after resuming ilet therapy, without hospitalization. Investigation included customer care troubleshooting and education focused on infusion setup verification, delivery resumption, and correct meal announcement. Investigation of this case revealed that hyperglycemia was consistent with temporary discontinuation of automated dosing and reduced effectiveness of manual injections relative to closed-loop control, with no device alarms or ongoing malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management during a period without ilet dosing followed by recovery after resumption of standard operation.

Manufacturer narrative:
Initial.